Manufacturer narrative:
Correction to the initial MDR in block b5. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis was performed on the returned superion indirect decompression spacer. Visual inspection showed that the right wing of the superior cam lobe was bent and damaged. Scratches were found on the body of the implant as well as the spindle cap. Severe abrasion on the mating surface actuator was observed. In addition, resistance to deploy was felt during functional testing. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis was performed on the returned superion indirect decompression spacer. Visual inspection showed that the right wing of the superior cam lobe was bent and damaged. Scratches were found on the body of the implant as well as the spindle cap. Severe abrasion on the mating surface actuator was observed. In addition, resistance to deploy was felt during functional testing. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and reveal no anomalies. The instructions for use (IFU) state do not force deployment or implant breakage or damage to bony structures may result and avoid application of excessive stress on instrumentation as well as if resistance is encountered, or if device position is suboptimal, completely reverse-deploy (close) the implant before repositioning and redeployment. Confirm correct position via fluoroscopy before completing deployment to the open and locked position. Finally, ensure proper implant depth position prior to removal of the driver and inserter. Shallow, or dorsal, placement of the implant in the posterior 1/3 of the interspinous process space may increase the likelihood of spinous process fracture. It is very important that the superior cam lobes rest ventrally, against the superior segment's lamina. After implant deployment, the implant should be driven ventrally by removing the driver and gently tapping on the inserter. The final and proper placement of the device should be verified via lateral fluoroscopy.